Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the mildly tortuous proximal right coronary artery (rca). After placement of a non-abbott guiding catheter, a balanced middle weight (bmw) guide wire was placed. A 3.0x20mm non-abbott balloon dilatation catheter (bdc) was advanced to the lesion with difficulty and was used for pre-dilatation. A 3.5x20mm non-abbott bdc was advanced to the lesion with difficulty and was used for additional pre-dilatation. A 3.5x22mm non-abbott stent delivery system (sds) failed to cross the lesion. A 2.5x20mm non-abbott bdc was advanced to the lesion with difficulty and was used for additional pre-dilatation. The 3.0x23mm xience xpedition sds failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. Reportedly, there was no damage noted to the sds or adverse patient effects related to the failure to cross. A 3.0x20mm non-abbott bdc was used for additional pre-dilatation. The 3.0x12mm xience xpedition sds successfully crossed the lesion and the stent implant was deployed without reported issue. However, a dissection was noted. Treatment, if any, for the dissection was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balanced middle weight (bmw), guide catheter: jr 4 sh. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.